Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose at the time of the incident was not provided. The customer states the insulin pump was exposed to fluid. Customer jumped in pool and a blank display resulted. Troubleshooting was not provided. The blank display remained. The insulin pump will be returned for analysis.